Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23sep2020.

Event description:
It was reported to philips that the led (light emitting diode) alarm indicator stopped working. The device was in clinical use at the time of the event. The device was not yet connected to the patient, and there was no report of patient of user harm. A philips field service engineer (fse) was dispatched to the customer site and confirmed that the power switch overlay needed replacement. The fse replaced the power switch overlay to resolve the issue and the device returned to full functionality.